Manufacturer narrative:
(B)(4). .

Event description:
Reported as "iabp turned off when unplugged without alarms". The report further states, "email received from ICU manager, stating that the facility has had iabps die without alarms. [Manager] does not have information regarding sn, date of incident, etc. At time of reporting. [Manager] states that she will follow-up with rn involved in instances of iabps dying and provide more information, if able".